Manufacturer narrative:
Product ID 8709, lot# j0056632r, implanted: 2000 (B)(6); product type catheter. (B)(4).

Event description:
It was reported the patient went to the emergency room. The patient¿s heart rate kept going up and down. The patient had overdose symptoms. The event required hospitalization and medical intervention. The drugs delivered by the pump and the patient status were unknown at the time of the report. The following volume discrepancies were reported: at the 2013 (B)(6) refill, 3.7 was expected and the actual volume was 3.0 milliliters (ml), at the 2013 (B)(6), the expected volume was 2.0 and the actual volume was 1.5 ml, at the 2014 (B)(6) the expected volume was 2.6 and the actual volume was 3.0 ml, at the 2014 (B)(6) the expected volume was 2.7 and the actual volume was 2.5 ml.